Event description:
A female with history of hypertension, chronic kidney disease, diabetes, pvd s/p popliteal intervention, and cad s/p CABG, presented with atherosclerosis and chronic total occlusion of native arteries of the extremities and aneurysm of the iliac artery. She was admitted for peripheral intervention in 2008. The pt was anticoagulated during the procedure in which contralateral access was obtained with a 7f sheath inserted into the right common femoral artery. The initial cath was performed without complications. The physician, trained to the mynx procedure, proceeded to use the mynx device in which hemostasis was successfully achieved without immediate complication. Later that day, the pt experienced complaints suggestive of right lower limb ischemia, in which there was an occlusion noted in the cfa. In 2008, the pt underwent a successful percutaneous intervention using contralateral approach in which thrombus was removed and flow restored. The pt reportedly tolerated the procedure well and without complication. The material was not sent to pathology. The pt had a follow-up appointment seven days later, which documented a patent femoral artery and normal abi.

Manufacturer narrative:
The device was not returned for evaluation and the device lot number was not provided. Therefore, a review of the lot history record could not be performed. Based on the information provided and the investigation performed, the root cause of the occlusion could not be determined. No other information, indicating that the device did not perform as intended, has been provided. The excised material was not sent to pathology, therefore, the identification of the material is undetermined. Per the mynx IFU, the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture.